Event description:
At time of surgery surgeon on (B)(6) 2011 bent the plate to fit the undeveloped profile of mandible. The activation wire was moved to place screws into the mesh plate. It broke. Surgeon removed the distractor and placed another one and the case was completed. Because the labeling states that multiple bending may weaken the device and activation wires should not be moved before distraction is finished, the intraoperative breakage was initially classified as a technique error with no pt impact on (B)(6) 2011. The surgeon did not request feedback at that time. Device is activated daily by the pt. On (B)(6), while activating the distractor the pt felt something "break." The surgeon noted that the activation arm on the plate had separated. The pt was asked if she wanted to have the distractor removed and replaced with plates or another distractor, or left as is. The pt opted to leave "as is." On (B)(6) 2011, osteomed was notified the pt had returned with an open bite and would require removal of the distractor and mmf treatment to close the bite down. At that time the event was upgraded to an MDR event. Analysis showed plate had not been placed in accordance with IFU.

Manufacturer narrative:
Review of x-ray from case by surgeon who designed this system stated that the plate broke postoperatively because the user had failed to place screws on both sides in each arm of the distractor. The design surgeon had previously trained the first-time user to do so. The user did not place the number of screws as described in the instructions for use/surgical technique guide because the pt's physiognomy prevented him from doing so. Add'l model # and catalog #: 316-0302.